Event description:
It was reported that the left ventricular lead "pulled back" and upon repositioning, the lead was damaged when the pocket was opened. The stylet could not be moved inside the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and all conductors were distorted. It was noted that the outer insulation had a cosmetic cut, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched. The analyst commented that the recommended guidewire test was failed due to distortion of both conductors.